Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds over the last year. The physician has opted to monitor the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.